Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: d224trk, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 5076-45, implantable pacing lead, implanted: (B)(6) 2005; 694958, implantable tachy lead, implanted: (B)(6) 2005.

Event description:
It was reported the lead was extracted due to erosion and possible infection. No further patient complications have been reported as a result of this event.